Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a trial procedure, the sheath on the l1 lead sheared on the needle resulting in part of the sheath becoming stuck inside of the patient. As a result, surgical intervention may be undertaken in the future to address the issue.